Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The customer has reported via the sales rep that during a primary total knee replacement, the surgeon was not happy with the way two poly liners engaged into the base plate. He reported that he thought he saw micromovement at the back of the implant. The third poly liner appeared to be successful.

Manufacturer narrative:
An event regarding a seating/locking issue involving two different triathlon inserts was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the devices were not returned for review. The device were discarded by the customer. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review of the reported lot confirms no other similar events reported. Conclusions: the surgeon had difficulty seating two inserts on the baseplate. A third insert was implanted successfully. The exact cause of the event could not be determined because the devices were not returned for review. A CAPA trend analysis was conducted for the reported failure mode and concluded that seating/locking difficulties may arise from user-related issues associated with the preparation of the joint space prior to the attempted seating and with the technique required to correctly introduce the insert component to the baseplate. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer has reported via the sales rep that during a primary total knee replacement, the surgeon was not happy with the way two poly liners engaged into the base plate. He reported that he thought he saw micromovement at the back of the implant. The third poly liner appeared to be successful.